Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. X-ray examination of the lead found the helix was stretched/ damaged consistent with procedural damage. Unable to perform helix mechanism/ extension test due to the stretched/ damaged helix as received consistent with procedural damage. The cause of the reported event was isolated to the damaged helix and helix being clogged with blood/ tissue.

Event description:
During an initial implant procedure, when the guidewire was put into the lead, it was noticed that the helix of the right atrial (ra) lead moved. The ra lead was explanted and replaced to resolve the event. The patient is stable.